Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling pulmonary pachyderm during video assisted thoracoscopic pneumonectomy, the device did not fire. The surgeon changed the stapler handle and used the same reload. However, the same issue occurred. The surgeon changed the reload, and the case was completed. There was no patient injury.